Event description:
Alarm - error codes / messages. Logic board-software fault reflash and battery pack-non supported part installed. There was no patient involvement. (B)(4).

Event description:
01/26/2018 06:50:48 rfc_repairs (rfc_repairs) po for (B)(6) . Approved for level I repair - please contact (B)(6) for approval prior to any repairs 02/06/2018 11:06:22 (B)(6). Received the unit with the red arrow blinking. 02/07/2018 07:12:28 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The product was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).